Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event of death, as the patient was actively undergoing treatment when the serious adverse event occurred. The etiology of the serious adverse event is unknown; therefore, causality could not be established. It should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation. However, there was no allegation a fresenius device(s) and/or product(s) malfunctioned or was deficient during the treatment. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Of these deaths, cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Based on the limited information available, the patient¿s liberty select cycler cannot be disassociated from the serious adverse event. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse event. However, given the lack of clinical follow-up, the patient¿s medical history, treatment records, and no manufacturer evaluation of the suspect device; this liberty select cycler cannot be excluded from having a possible causal or contributory role in the serious adverse event experienced by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while undergoing treatment. No additional information was provided during intake, and subsequent attempts to obtain additional clinical information (e.g., discharge summary, death certificate, treatment records, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) expired while undergoing treatment. No additional information was provided during intake, and subsequent attempts to obtain additional clinical information (e.g., discharge summary, death certificate, treatment records, patient demographics) were unsuccessful.